Event description:
Ous MDR - an unusually quick battery depletion was reported. The battery state mol ii had still been registered during the last regular follow-up on (B)(6) 2013, and eos had occurred about 5 weeks later. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The ICD first underwent a status interrogation, during which the device status eos was displayed. Seventy-nine charge processes had been documented. The ICD had been implanted for 60 months. The ICD's memory content was checked. The available iegms showed interference in the ventricular channel, which led to 54, partially aborted, charge processes between (B)(6) 2013. The signal sensing of the ICD was then checked and proved to be free of noise. The ICD sensed supplied signals free of interference. The eos state was removed with a technical programmer, and the device then showed eri state. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time, in particular, was unremarkable. In summary, the analysis did not provide any indications for a malfunction of the ICD. The battery status eos resulted from a temporary drop of the battery voltage below the eos threshold. The cause for this was a strong load on the battery due to the multitude of consecutive charge processes, which was caused by the oversensing. The battery depletion was as expected and resulted from the high number of charge processes and the device operation time of 60 months. There was no device defect of the ICD. The check of the quality documents of the lead did not show any indications for material defects or manufacturing errors.